Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Detailed analysis confirmed that the inner coil near is-1 end was stretched/deformed. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement.

Event description:
Boston scientific received information that this right ventricular (rv) lead was in the apex, but was pacing atrium. It was confirmed via fluoroscopy. The rv lead was explanted. No additional adverse patient effects were reported.